Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins) for occipital neuralgia. The reason for call was caller reported pt's ins hasn't worked since 2008 and for about the past week, pt has been experiencing mild shocking sensations in back of their neck that are "crawling up back of their head". Caller stated at first it was happening intermittently and is happening more and more. Caller also said the shocking sensations are becoming more intense within the past couple days. Caller stated they've reached out to their doctors and are waiting to get a referral to a neurologist. Caller requested further guidance on what to do considering the intensity of the shocking sensations were worsening. Patient services reviewed information and sent an email to field reps for visibility.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.